Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a pancreatectomy procedure, the device with green cartridges was introduced for pancreatic section. After closing the device there was a block at the end of the firing, as a consequence it was impossible to reopen the device. It was used a second device to section the tissue on the right of the first device. In order to remove the first device, it was used an ultrasonic dissector. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4): joint cover. The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge reload loaded in the device. The cartridge reload was received fully fired. After further inspection, a clip was found jammed in the anvil channel. The clip was removed and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To mitigate the potential for hard objects getting into the cartridge and interfering with the knife path potentially jamming the mechanism and damaging the knife edge during device firing prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution; then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. After the first cartridge used with no problem, performing the second staple line using device with a green cartridge the surgeon was not able to open the jaws (firing and closing trigger blocked, knife return switch not functioning). Many attempts failed forcing the device to open. Finally, the tissue at the right side of device was cut with another endoscopic linear cutter while the tissue at the left side with sonosurg ultrasonic system. No relevant clinical consequence for the patient.